Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain. The hcp found the pump reservoir full on pump refill. The pump rotor had stopped. The catheter had a leak. The pt underwent explantation of the pump and catheter in 2000. The pump was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump on the same day.